Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/22/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.

Manufacturer narrative:
On 03-jul-2024, this pump underwent visual, physical, and functional testing per internal protocol by the complaint evaluation specialist to investigate the reported abrupt power off. The visual/physical analysis did not find any anomalies and verified the pump's library was configured properly. Review of the device error log confirmed the reported abrupt power off. Review of the pump's records found testing passed successfully. The functional testing using simulated customer parameters for a 24-hour infusion completed successfully. Note: this pump is included in recall # z-1285-2024 as noted in sections and therefore further individual investigation was not deemed required.

Event description:
On (B)(6) 2024, infutronix received the pump which was previously requested to be returned for investigation.